Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose. She said that she went to her doctor the day prior and they adjusted her pump because of her lows. The customer believes that messed her levels up because now she has been going up. At her doctor¿s office, her blood glucose was 40 mg/dl and she corrected with apple juice and they went back up to 107 mg/dl. After the doctor adjusted her pump, the customer said that she has been high. The bolus settings were reviewed and the customer said that they looked correct. Troubleshooting for high and low blood glucose was offered to the customer but she declined because she said that she would call her doctor. The insulin pump will not be returning for analysis.